Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the patient profile form (ppf) indicates the filter was placed due to deep vein thrombosis. The device could not be removed and the patient continues to experience anxiety related to the device. The patient is reported to have tolerated the index procedure well.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease permanent vena cava filter. The information received indicates that approximately six years after implant the patient became aware that the device could not be removed, the patient experiences chest pain, shortness of breath, a flutter in the chest and anxiety. There has been no documentation provided indicating that an attempt was made to retrieve the device. The indication for the implant was deep vein thrombosis (dvt). The device was successfully implanted via the right femoral vein within the infra-renal segment of the inferior vena cava. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety, chest pain, shortness of breath and a flutter in the chest do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.